Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was 15dec2025. Manufacturer's investigation conclusion: the reported events of a damaged white power cable on the system controller (serial number: (B)(6)) and backup battery faults were confirmed. The reported event of the system controller having communication issues was not able to be confirmed. The system controller returned for analysis. Upon initial inspection, the damage to the white power cable was noted. However, the underlying wires functioned as intended, even when the cable was manipulated, and no issue with communication could be reproduced. The system controller passed functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Data from the reported event dates of 13dec2025 ¿ 15dec2025 was reviewed in the submitted and downloaded log files. The data reviewed showed a backup battery fault alarm activating due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm briefly resolved several times but reactivated when the load test was reattempted, and the backup battery did not pass. The alarm did not reactivate after the battery passed its load test on 14dec2025. No indication of an interruption to controller function due to the damage to the power cable was noted in the data reviewed. The log file captured the driveline being disconnected and the controller being shut down on 15dec2025, consistent with the controller exchange. The backup battery alarm and reported damage did not prevent the controller from supporting the pump as intended while the driveline was connected. The root causes of the power cable damage, communication issues, and backup battery fault alarms were unable to be conclusively determined via this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrections: g1, h6. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had emergency backup battery fault alarms that resolved on their own. There was also damage to the controller power cable and the controller was to be replaced. In addition, the controller also had issues connecting to the monitor, but log files were sent for review. The ebb on the controller was also recently replaced in jun2025. Log file review appeared to capture the reported ebb faults. It appeared the ebb failed the controller internal load test. The pump itself operated within normal parameters.